Event description:
It was reported that noise oversensing was noted on this pacemaker. The oversensing led to pacing inhibition and a syncopal episode. Technical services (ts) was contacted and provided troubleshooting recommendations. This pacemaker system remains in-service. No additional adverse patient effects were reported. Additional information was received. The sensitivity was reprogrammed. Provocation maneuvers were performed, and while noise was reproduced, no oversensing was present after the sensitivity adjustment. This system remains in-service. No adverse patient effects were reported.